Event description:
During shift check, the autopulse platform (sn (B)(6) ) kept shuttingdown. The customer replaced the battery, ensured that the platform's driveshaft was at the "home" position, and installed the lifeband to troubleshoot the issue and test the platform with a manikin. After the autopulse platform was powered on and the green start/continue button was pressed, the platform shutdown. The customer removed and reinserted the battery, adjusted the manikin, and powered on the platform. But after pressing the start/continue button, the platform shutdown again. No patient involvement.

Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(6) ) kept shutting down." The reported complaint was confirmed in the archive data and during functional testing at zoll. A review of the archive data showed that on the reported event date, the autopulse platform failed to execute take-up multiple times while displaying fault code 16 (timeout moving to take-up position), and then the platform powered off. The root cause of fault code 16 was significant corrosion on the brake housing area of the drivetrain motor, most likely due to humidity and user handling practices. The platform's drivetrain motor was last replaced in (B)(6) 2020 during service at zoll. During device evaluation at zoll, the brake gap was noted to be seized with heavy corrosion, not allowing it to open or be adjusted. Therefore, the drivetrain motor was unable to rotate (initiate compression). The storage condition of the platform is not known; however, the customer is in florida, which is a high-humidity location. The platform's archive data was incomplete, only capturing the reported event date, so zoll cannot conclude whether the customer performed daily checks. Performing daily device checks per the zoll user manual and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from corroding and seizing. Further technical investigation revealed that the motor controller board was malfunctioning. Zoll service technician concluded that both the malfunctioning drivetrain motor and motor controller board were contributing factors to the reported complaint. Visual inspection of the returned autopulse platform revealed several issues, unrelated to the reported complaint. The top cover was severely damaged, chipped, and broken at multiple locations. Long cracks were visible along the bumper and top cover interface. One of the grip strips on the back of the platform was missing. Furthermore, the UDI product label was difficult to read as it was scratched and worn at multiple locations. The observed physical damages are characteristic of harsh impacts and user mishandling. The top cover, grip strips, and UDI label had all been replaced during previous service actions at zoll within less than five years. All the damaged and missing parts will be replaced to address the observed issues. Further review of the archive data showed one user advisory (ua) 28 (clutch malfunction) occurring on the customer's reported event date. This advisory message was not reported by the customer, but it was also caused by the corroded drivetrain motor assembly. Replacement of the drivetrain motor would also address the ua28 observed in the archive. This advisory message was not replicated during functional testing at zoll. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up. While initiating take-up, the autopulse platform did not achieve the target depth within the specified time, and the platform shutdown a few seconds later. Likely, the customer did not see the fault 16 displayed before the device powered off. The malfunctioning drivetrain motor assembly and failed motor controller board were both replaced to remedy the customer's reported complaint. Unrelated to the reported complaint, further inspection revealed that the cable reset switch exhibited damage, possibly caused by wear and tear. The autopulse platform was manufactured in march 2008 and is over 15 years old, well beyond its expected service life of 5 years. The cable reset switch was replaced to address the problem. Upon service completion, the platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).